Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was elevated. Blood glucose value was not provided. Healthcare provider prescribed adjustment to pump basal rate to address the issue. Tandem technical support assisted the customer with basal rate adjustment.